Event description:
The company received info that suggested that the balloon cuff of the tube leaked after about three days in pt use. The pt was re-intubated and the customer reported there was no pt harm. The customer will return the sample for eval.